Manufacturer narrative:
(B)(4). (B)(6). The patient disconnected without following proper procedure and also was attempting to re-start therapy with the same (single-use) supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It indicates that the disposable set must be discarded after each use. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected for peritoneal dialysis therapy at the time of the alarm. The patient stated that they received this alarm and the device returned to beginning of therapy. The technical service representative determined that the cause of the alarm was the patient disconnecting from the set improperly after which, the patient reconnected in an attempt to continue the therapy. The patient was advised of the reason for the alarm and assisted with ending the therapy. The patient was advised of finishing the therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.